Manufacturer narrative:
As reported, post-implant,the galaflex was detached and folded in on itself. Based on the information available, no conclusions can be made. Migration and pain are known inherent risks of surgery/use of the device and included as possible complications in the adverse reaction section of the instructions for use (IFU) supplied with the device, no lot number has been provided. Therefore, a review of the manufacturing records is not possible. Note, the date of event, (B)(6) 2023 is provided as an estimate based on the information provided. Device not returned - remains implanted.

Event description:
As reported, patient underwent breast lift procedure with implant of galaflex on (B)(6) 2022. The patient reported "last week, she started to feel like the mesh support (galaflex) on one side had detached and was floating around in her breast." Patient reported consulting with the plastic surgeon who agreed that it has come unattached and folded in on itself. Patient also reported that she was having pain, tenderness and the affected breast has already started to sag in the center where it become detached.